Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. There is a cut hole in the drain. The drain could have been cut during use.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a drain was implanted in the chest cavity. A crack on the drain was found on (B)(6) 2015 in the ICU. There was no adverse consequence to the patient. Additional information has been requested.